Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the device was interrogated via wireless, information for a different patient appeared on the programmer. When the device was interrogated using the programmer wand, the correct patient information appeared. The device is still in use. No patient complications have been reported as a result of this event.